Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a wire on the mega suturecut needle driver instrument was off of the roller position and slightly frayed. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one instrument grip cable was derailed at the distal idler pulley. The cable was seated on the outermost pulley and the cable was exposed on the outside of the pulley. As a result, yaw motion was non-intuitive. The same grip cable was found to be frayed at the distal clevis hub. The other cables at the instrument's wrist were intact and undamaged. No other damage was found.